Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a hepatectomy using the subject device, the following event occurred. The tissue pad was partially separated after 5 minutes of use. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was partially separated. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Since it was used for patients with infectious diseases, we will check the actual product from the top of the bag. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual. Some information cannot be reported because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.